Event description:
CT scans showed that a helical blade implanted for a proximal femur fracture had cut into the acetabulum. The helical blade was removed and replaced with a smaller helical blade. The helical blade inserter did not function properly during insertion of the smaller helical blade. The proximal end of the helical blade inserter spun around and the orientation of the blade could not be determined. Intraoperative x-rays confirmed correct placement of helical blade. Procedure was completed.

Manufacturer narrative:
Investigation is on going; no conclusion could be drawn as no device was returned or lot number provided. Synthes is unable to determine manufacturing date without a lot number.